Event description:
An eye care professional (ecp) reported that a patient had two corneal ulcers in her right eye, within two days of prescribing different lenses. The patient had previously been wearing another manufacturer's brand of contact lenses and leaving them in her eyes while sleeping. No further information was provided. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The package label stated, the eye care professional should establish an extended wear period up to 30 continuous nights that is appropriate for each patient. Once the lens is removed, the patient's eyes should have a rest period with no lens wear of overnight or longer, as recommended by the eye care professional. The eye care professional should review the following instructions with the patient: lenses must be cleaned, rinsed, and disinfected each time they are removed, for any reason. If removed while the patient is away from the lens care products, the lenses may not be reinserted, but should be stored in a lens case filled with the recommended storage solution until they can be cleaned, rinsed, and disinfected. Cleaning is necessary to remove all traces of the cleaner and loosened debris. Disinfecting is necessary to destroy remaining micro-organisms. Lenses must be cleaned, rinsed, disinfected, and stored in accordance with the package labeling of the lens care products recommended by the eye care professional. Internal control number: (B)(4).